Event description:
It was reported, 20 years post-operatively, the valve was explanted due to pannus formation causing one leaflet to be immobile. A 23 mm biocor valve was implanted (model and sn unknown) it was also reported the patient stopped taking anticoagulation 1 year ago when a new pacemaker was placed.